Manufacturer narrative:
The device was not returned for evaluation (B)(4). A review of the device history records was performed which confirmed no inconsistencies (B)(4). A root cause could not be determined due to the device not being returned for evaluation. (B)(4).

Event description:
During a knee arthroscopy surgery it was reported that during surgery the blades started to shed and then locked up. The particulate was removed using suction and irrigation. No patient injuries or complications were reported. A five to ten minute delay was experienced.